Manufacturer narrative:
The unit was received for investigation on april 23, 2025. The unit was received with a reported system error, which was confirmed through data log analysis. The feed waste valve was specifically affected by internal debris, causing it to malfunction. Additionally, the product manifold was leaking because of debris lodged under the check valve. The muffler was found to be filled with dust, which had blocked the feed port.

Event description:
It was reported that the patient had been hospitalized for low oxygen. The patient's unit had displayed error messages and making sputtering noises. It is unclear if the unit directly attributed to the low oxygen. They were discharged from the hospital. The patient was shipped a replacement unit and they are doing fine. Additional information was requested, however the patient and patient's daughter refused to answer any further questions.